Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4. The video baton was returned to verathon for evaluation. A verathon technical service representative connected the returned video baton to a test monitor, when the video baton cable was manipulated the image would cut out. The technical service representative noted the cable was worn out. As there are no repairs available for the video baton and the customer received a replacement, the video baton was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would intermittently flicker. Reportedly a backup device was used to complete the procedure, however the backup device and the length, if any, of delay were not reported. No harm to patient or user was reported.